Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release.the following components were evaluated by direct observation of physical device: one (B)(4) suprarenal stent graft. The evaluation result for the device did not supported the reported type 1a endoleak due to the device condition with no visible damage or defect. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of type 1a endoleak with aneurysm enlargement and surgical conversion. Clinical was also able to find substantial evidence to support the following additional event: a non- endologix sent was implanted in the proximal neck (implanted prior to (B)(6) 2016). The most likely cause of the loss of seal was related to the off label neck length. Associated clinical harms included; type 1a endoleak, aneurysm enlargement, additional secondary endovascular procedure (balloon expandable stent) and surgical conversion. The final patient disposition was reported as doing well post explant. There have been no additional patient sequelae reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. Correction: common device name, model number, lot #, expiration date, concomitant medical products and therapy dates, device evaluated by manufacturer, device manufacture date, (B)(4).

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, the physician elected to explant these devices due to persistent type 1a causing sac growth. The patient was reported as doing well pose explant. There have been no additional patient sequelae reported.